Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 400ml. Flow rate: 2ml. Procedure: kasai intervention of bilary atresia. Cathplace: catheter auxilliary nervous periphery. Reporter stated pump was damaged. Leak or flow increased as vacuum bottle found in pt's bed. Pump was placed on pt (B)(6) 2012 and infusion began 1630. Pump found empty in bed of pt and infusion stopped at 0130 on (B)(6) 2012. Pt experienced convulsive fit, uncomfortable sensation and cardiac-respiratory arrest. Pt status as of (B)(6) /2012, transferred to gastro-enterology after favorable course.

Manufacturer narrative:
Method: customer has stated the pump is not available to return. Results: without the actual product, an analysis cannot be conducted. This product was recalled and distributor was notified on 05/21/2012. Distributor acknowledged product had been quarantined and that their customers had been notified via a fax back notification. Distributor reported destruction of 425 units. This is the second time this distributor has reported one of their customers using recall product. Conclusions: I-flow has notified (B)(4)'s supply chain management of this occurrence on (B)(4) 2013. As of this date ((B)(4) 2013) I-flow has not received a response.